Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there was a problem with the act button. The customer's blood glucose level was unknown. The reported that the button were jammed and had problem in pressing the button. Customer also reported problem with alarm before high in sensor. The insulin pump will be returned for analysis.